Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implantable pulse generator (ipg) change-out, the patient's incision site became infected with purulent drainage noted. The implantable pulse generator (ipg) was explanted and a temporary pacing lead was implanted while the patient was treated with antibiotics. A new ipg system was implanted as a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.